Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lap roux-en-y gastric bypass, on the final firing of the sleeve being created on the stomach, the device had distal incomplete staple line. Both reloads only fired 1/3 - 1/2 way in. Upon trying to fire the device, the reload jammed after firing 1/3 - 1/2 way through. The green buttons was completely depressed and the black handle was completely stuck into position. The black collar was pulled back, the reload was removed and a new reload was attached. The same thing happened on the replacement reload. The device was changed in order to complete the case. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.